Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-07798. It was reported that rotawire fracture occurred. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire and a 2.00mm rotalink plus were selected to be used. During setting up the rotation speed at outside the patient, the wire was detached when the speed was adjusted up to 190,000 rpm for 15 seconds at the same site. The wire was exchanged to another of the same device, but the burr could not pass through the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The returned product consisted of the rotablator rotalink plus device with the rotawire. The rotawire was received in two pieces. The advancer unit and burr unit were received together. The advancer knob was received loosened in a mid-way position. The sheath, coil, and burr were microscopically and visually inspected. There was blood on the outside of the burr. The annulus of the burr was damaged, not rounded and flared. It is probable that the rotating burr came into contact with the guidewire during the preparation leading to the damaged annulus and the fractured guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2016-07798. It was reported that rotawire fracture occurred. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire¿ and a 2.00mm rotalink¿ plus were selected to be used. During setting up the rotation speed at outside the patient, the wire was detached when the speed was adjusted up to 190,000 rpm for 15 seconds at the same site. The wire was exchanged to another of the same device, but the burr could not pass through the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.